Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the displacement test, sleep current measurement, active current measurement test, and self test. Thump software was utilized to upload trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call to confirm complaint codes. The adapt tool reveals a lowbatt alarm on 12/04/2024 at 21:13:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related alarms noted during testing. However, pump errors 53 was noted in adapt during download history review on 06/22/2024 at 17:20:42.000. Software engineer log states pump error 53 was due to motor stroke didn't complete within dedicated period (normal stroke coasting timeout), pump generated motor motion error. In addition, pump error 63 was noted on 11/06/2024 at 20:17:54.000 and on 10/12/2024 at 11:40:43.000. Per software engineer log, pump error 63 was possibly a hardware error problem with twi interface or with ad5161 chip. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Isolate to electronic and motor assembly. Unit was received with the following cosmetic damages: battery tube threads - cracked, broken belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, cracked keypad overlay at select button, keypad overlay texture damage, pillowing keypad overlay and stained keypad overlay. In conclusion, customer concerns of cosmetic damages were confirmed when the unit was received with cracked case (battery tube). However, unable to confirm battery cap broken/cracked/damaged when unit was not received with original battery cap. Unexpected battery power loss was not confirmed when the customer did not experience an unexpected power loss of less than 7 days per the pump history records. In addition, pump errors 53 and 63 was noted in adapt during download history review. No moisture damage or anomalies noted during testing. Isolate to electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery notice and customer stated notice of low battery and 1 hour later the pump read replace battery and requesting a spare battery cap. Customer stated he noticed a crack on the battery side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned.